Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw guide. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on an unknown date, the surgeon noted that the screw guide was cumbersome to use. The screw guide has blocked the surgeon¿s view and was difficult to hold in place even when using a trocar cannula from a mipo set. As the patient's ribs measured 7.5mm to 8mm, the surgeon decided to not use the guide after second attempt. The surgeon used 8mm, 9mm, and 10mm screws without a guide and they sat great. There were no issues staying perpendicular or threads getting crossed. The surgeon used an old unknown battery powered driver and an unknown ratchet with no problems. The surgeon used twenty-six (26) unknown screws and four (4) unknown plates procedure. The patient outcome is unknown. Concomitant medical products: unknown trocar (part# /lot# unknown, quantity# 1). Unknown battery powered driver (part# /lot# unknown, quantity# 1). Unknown ratchet (part# /lot# unknown, quantity# 1). Unknown plates (part# /lot# unknown, quantity# 4). Unknown screws (part# /lot# unknown, quantity# 24). This complaint involves one (1) device. This report is for one (1) unk - guides/sleeves/aiming. This is report 1 of 1 for (B)(4).